Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device would not properly inflate the leg. The user struggled with the device to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A batch number was not provided; therefore a ship history to the account was performed. However while conducting the ship history, it was found that there were no records in our system that show any shipment to the account "(B)(6) hospital" one year prior to the event date. As a result, additional follow-up e-mails were sent to obtain the lot number for this device and the rep stated that this hospital gets their devices from (B)(6). It was indicated that the facility of occurrence often order 40 kits at a time so the chances of identifying a specific lot is limited.(B)(4).